Event description:
It was reported that this right ventricular (rv) lead was surgically cut and abandoned. There was no lead data suggested any malfunctions with this lead. Physician wanted to change the lead before it became an issue. Moreover, the patent was implanted for a secondary prevention. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).